Event description:
It was reported that the patient was experiencing swelling and tenderness of the ipg pocket after a non device related surgery. The physician prescribed lidocaine patches. Additional information was received that the patient was stable and no fluid was noted at the battery site. The patient will undergo a battery revision.

Event description:
It was reported that the patient was experiencing swelling and tenderness of the ipg pocket after a non device related surgery. The physician prescribed lidocaine patches. Additional information was received that the patient was stable and no fluid was noted at the battery site. The patient will undergo a battery revision. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned to bsn.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a week after in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing swelling and tenderness of the ipg pocket after a non device related surgery. The physician prescribed lidocaine patches.